Event description:
Per the clinic, the patient experienced abnormal sound quality subsequent to undergoing an MRI scan approximately five years ago (exact date not reported). The issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.